Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented in-clinic and the implantable cardioverter defibrillator could not be interrogated. The patient had previously refused the use of a merlin.net transmitter. On (B)(6) 2018 the device was explanted and replaced. The patient was stable before and post surgery.